Event description:
It was reported that the user experienced elevated glucose while away from home and without ilet supplies, prompting guidance to obtain insulin from a pharmacy and an education reminder to carry backup therapy. Symptoms included hyperglycemia. Outcomes included self-treatment with insulin acquired from a pharmacy and completion of troubleshooting and education. Investigation included a review of the reported events and user guidance. Investigation of this case revealed no device malfunction reported and no component failure identified, with user circumstances and lack of supplies noted as contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.